Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Per the information for use - moldable products should not be cut. This case was identified as misuse of product. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
End user reports cut to the stoma last year. He noted bleeding to his stoma and went to the emergency department sometime last year. He was unable to quantify the amount of bleeding. He noted a cut to the stoma, and the physician sutured the stoma. He was unable to describe how long the cut was. He feels the eakin wafer was too close to the stoma and cut into the stoma. He states ¿he is cutting the wafer larger than his stoma which, is why he feels it was the eakin and not his wafer.¿ he places the eakin closer to the stoma than the wafer. He has had no further issues with his stoma bleeding. He went on to inform that his usual wear time is seven days. The end user was instructed on use of adhesive remover, using a soap with no oils, creams or moisturizers, stomahesive powder, and barrier wipe. No photographs or further information was provided.